Event description:
Had essure implanted spring of 2015 as a form of permanent birth control. About a year after, I started getting sharp pains on my right side near my ovary that last any where from 10 mins to an hour or two as well as daily back pain. This has happened at least once a month since implantation. Also, in (B)(6) of 2018 I was diagnosed with and autoimmune disorder (multiple sclerosis) which has caused hand and arm numbness, fatigue, vision problems, balance issues and muscle weakness. I truly felt that all of my problems have been cause by the essure device that was created by bayer. As of now, the device is still in me as I cannot afford to have it removed. I was tested for several things that were ruled out before my doctor diagnosed me with multiple sclerosis. No one in my family has it and I truly believe that it was caused by essure as I was completely healthy before it was implanted in 2015. FDA safety report ID # (B)(4).